Event description:
A physician reported a patient who was treated on 11/4/97 into the nasolabial folds. On approximately 11/8/97, the left nasolabial fold became red and bumpy with no evidence of purulent material. On 11/10/97, examination of the area revealed 2 to 3 hard red bumps at the left nasolabial treatment site. The physician diagnosed an infection which may have been aggravated by the patients manipulation of the area when it first began to look red as well as her application of various over the counter preparations to the area. The physician prescribed oral floxin and topical bacitracin.

Manufacturer narrative:
During a recent FDA quality systems inspection (6/15/1998 through 6/30/1998), the system for handling complaints and mdrs was reviewed. In FDA form 483, the FDA inspector desired additional investigation info on this complaint file. This follow-up report serves to provide additional investigation info to the FDA, specific to this complaint. Results of review of device history records attached.